Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of january 1, 2013, is used for the estimated date of event between january 1, 2013, to july 31, 2022. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: dapeng bian; jinpei dong; qiushi feng; guigen teng and haixia niu. "Application of a new hemostatic clip to prevent delayed bleeding after endoscopic sphincterotomy. A propensity score-matched analysis" endoscopy, peking university first hospital, beijing, china, j clin gastroenterol 2024;58:614-618), https://doi: 10.1097/mcg.0000000000001906. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage/blood loss/bleeding. Imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf impact code f2202 captures the reportable event of endoscopic procedure.

Event description:
Boston scientific became aware of an event involving an autotome rx44 through the article titled, "application of a new hemostatic clip to prevent delayed bleeding after endoscopic sphincterotomy. A propensity score-matched analysis", by dapeng bian et al. Per the article, from january 1, 2013, to july 31, 2022, a study of 393 patients suffering from common bile duct stones underwent ercp with endoscopic sphincterotomy. The following occurred with the study patients: delayed bleeding, hyperamylasemia, and pancreatitis. The post-procedural bleeding was managed endoscopically. Please see the reference article for full details.